Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number:07p51-20, and manufacturing site: abbott ireland diagnostics division, lisnamuck, longford, ireland n39e932 to alinity I processing module, ln 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2023-00285 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number:07p51-20 to alinity I processing module, ln 03r65-01. MDR number 3016438761-2023-00285 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
This report is being filed on an international product. List number 7p51-20 has a similar product distributed in the us, list number 7p51-21 /31. A1 patient identifier: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported, a false positive for alinity I total hcg, and provided sample data for 1 patient (customer reference: = 5.00 iu/l is negative, = 25.00 iu/l is positive). On (B)(6) 2023, sample ID (B)(6) initial results was 131.54 (positive). On (B)(6) 2023, a second sample, sample ID (B)(6) result was 2.30 (negative). Then, the original sample, sample ID (B)(6), was retested with a result of 2.30 (negative), repeated on an architect i2000 analyzer with a result of 2.30 (negative). There was no reported impact to patient management.